Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to (B)(6) pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. (B)(6) pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal to the distal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified tip damage. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID:(B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.